Manufacturer narrative:
(B)(4)- evaluation method: lens work order search. Results: a lens work order search found one similar complaint within the work order.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and excessive vault was noted the next day. The lens was exchanged for a shorter lens and the problem was resolved. Patient's last ucva was 20/22.